Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the crosslink was returned with a rod attached to it. Functional inspection confirmed the locking nut was able to be tightened and loosened. Optical inspection of one of the set screws confirmed the threaded portion of the screw was sheared/broken off and still threaded into the crosslink. The other set screw appears to be functional. It appears a hex was used to tighten the screw which caused it to break at the threads instead of using the break off driver which will cause the upper portion of the screw to break instead. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: 3 report source ("foreign" check box has been ticked). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent posterior lumbar interbody fusion due to lumbar degenerative disease. Intra-op, when the screw plug was screwed, it broke at the non-breaking point. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported due to this event.